Event description:
It was reported that the patient underwent a revision surgery for their inflatable penile prosthesis (ipp) . The patient has been unable to inflate their ipp for the past year. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient underwent a revision surgery for their inflatable penile prosthesis (ipp) . The patient has been unable to inflate their ipp for the past year. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the inflatable penile prosthesis (ipp) was thoroughly analyzed. Visual and microscopic inspection of the device was performed in addition to functional and leak testing. The kink resistant tubing (krt) of the pump component was noted to be worn down to the filament. In addition, the outer layer of the pump bulb was worn as the result of wear again the pump strain relief krt; no leaks were identified. Inspection of the cylinders found wear at folds in the proximal cylinder bodies. One cylinder exhibited damage consistent with the explant procedure and was not pressure tested due to the observed damage. The other cylinder passed leak and pressure testing. Inspection of the returned reservoir noted wear at a fold in the shell; no leaks were present. Product analysis was unable to confirm the reported clinical observation. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.